Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5.

Event description:
Healthcare professional later confirmed "no capsular contracture". Un- reporting capsular contracture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Breast asymmetry is not a complaint against the device. This record is for right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.